Event description:
During an atrial fibrillation procedure, an hra catheter (competitor¿s product), cs catheter (competitor¿s product), two lasso 2515 variable circular mapping catheters and an ez steer thermocool nav bi-directional, there were placed inside the cardiac cavity. When the lasso 2515 variable circular mapping catheter was moved from the left pulmonary vein to the right pulmonary vein, the blood pressure decreased. The effusion was observed in the pericardial space by the echocardiogram of the body surface. The physician diagnosed as a cardiac tamponade and performed the pericardiocentesis. Per the physician¿s comment, the venous blood was drained. There was a suspicion that the event was caused by pushing the cs catheter strongly when it was place. The physician did not think the event occurred during the ablation phase. The procedure was completed with no patient consequences. On (B)(6), received additional information requested from the bwi representative stating that the physician¿s opinion regarding the causality of this adverse event is procedure related.

Manufacturer narrative:
As the device has been disposed by the customer, the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (Reported lot # is 15873016l). (B)(4).